Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture baker grade "I". Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.